Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (third delivery in (B)(6) 2011). No relevant past medical-surgical history at the time of the events. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), swelling ("swelling"), myalgia ("muscle pain"), dyspareunia ("female dyspareunia") and unevaluable event ("cosmetic damage"). The patient was treated with surgery (essure removed through a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, swelling, myalgia, dyspareunia and unevaluable event outcome was unknown. The reporter provided no causality assessment for dyspareunia, myalgia, pelvic pain, swelling and unevaluable event with essure. The reporter commented: as a consequence of the secondary effects that she presented, the device had to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: 1. Pelvic pain: the analysis in the global safety database revealed 11462 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jun-2021: nullification: lawyer provided medical records and more details (eg plaintiff name, age, location) with that details a duplicate was detected # (B)(4) to which all information was transferred, then this duplicate record (B)(4) will be deleted in bayer safety database incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), swelling ("swelling"), myalgia ("muscle pain"), dyspareunia ("female dyspareunia") and unevaluable event ("cosmetic damage"). The patient was treated with surgery (essure removed through a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, swelling, myalgia, dyspareunia and unevaluable event outcome was unknown. The reporter provided no causality assessment for dyspareunia, myalgia, pelvic pain, swelling and unevaluable event with essure. The reporter commented: as a consequence of the secondary effects that she presented, the device had to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 11462 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.